Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. A break in the optical fiber was found within the membrane approximately 22.9cm from iab tip. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that when initiating intra-aortic balloon (iab) therapy, the fiber optic cable was connected to the cardiosave intra-aortic balloon pump (iabp). However, the iabp generated a fiber optic sensor failure alarm and the blood pressure signal could not be obtained using the optical sensor. It was then obtained using an external signal. Therapy was continued until november 6, 2023. There was no patient harm or adverse event reported.